Event description:
It was reported that the device was explanted after an implant duration of approximately 42.93 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency. It was additionally noted that the device had holes in two leaflets.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up, additional information, a copy of the operative report, and a copy of the pathology report were received. Unfortunately, the device has been discarded, therefore, is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.